Manufacturer narrative:
The technician replaced the pt's left side rail power control board to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the pt's left side rail power control board had fluid ingress. No injury reported.